Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 694765 lead mdt-unknown lead. (B)(4).

Event description:
It was reported that approximately four months after a device change out, the patient presented to the hospital with respiratory problems. The patient was initially treated for heart failure. A few days later, the patient was transferred to intensive care unit with symptoms of septic infection and blood cultures exhibit growth of (B)(6). Transesophageal echocardiogram (tee) showed flowing vegetation on the atrial lead. The patient received intravenous antibiotics and the system was explanted. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.